Event description:
Customer alleged that comfort curve blood glucose test strips were labeled with an expiration date of 9/30/2007. The manufacturer's batch records show the actual expiration date to be 9/30/2005. Customer reported obtaining reading result of 40 mg/dl while using the alleged product and self-treating with a coke. No other actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.